Manufacturer narrative:
Outcome attributed to adverse event - stroke. Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient experienced a stroke. It was reported that a pre-implant balloon valvuloplasty was done with an 18mm non-medtronic balloon. It was unknown when the stroke occurred and what caused it. The physician commented that the procedure likely contributed to the stroke. No additional adverse patient effects were reported.